Event description:
It was reported that the customer experienced a blood glucose (bg) level of 666 mg/dl with high ketones level of 126-127 mg/dl, resulting in diabetic ketoacidosis. Healthcare provider identified the ketone level as dangerous. Reportedly, customer was potentially using insulin that was frozen. However, it was not confirmed. Customer was dehydrated with high potassium levels. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room. Subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing or infusion set. Cannula in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.